Manufacturer narrative:
The reported product is an unknown baxter preveleak product. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown number of patients underwent ¿redo¿ surgeries (unspecified number) in which preveleak was used which reportedly caused a pseudo-abscess. The pseudo-abscess was found during the surgeries around the application site of the aortic region. It was reported the redo surgeries were not caused by the preveleak. It was not reported if the patients were hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.